Event description:
It was reported that a female patient who underwent breast augmentation revision with 415cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture and bilateral hypertrophic scarring post procedure. The scars were widened, and the patient was dissatisfied with the contours. As a result, the patient underwent scar revision and bilateral replacement with sientra implants is planned for (B)(6) 2022. Mentor became aware of the right sided capsular contracture on january 26, 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the bilateral scarring. This report relates to the left prosthesis. See 1645337-2022-01958 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: scarring. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 10, 2022. The explant date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 28, 2022. The right implant was replaced with a 415cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022 mentor became aware that it erroneously reflected the event as a bilateral prosthesis replacement with sientra implants. The sientra implants were the original implants, and they were replaced with the mentor implants pertaining to this event. Bilateral implant replacement was not performed with the implants relating to this event. The right implant only was replaced, and bilateral scar revision was performed. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information was received on april 11, 2022.the explant was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device (B)(6) number on march 18, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).